Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified. An auto-off safety alarm occurred the day prior to the reported event and insulin delivery was never restarted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and manual injections were administered to address bg. Customer was hospitalized for diabetic ketoacidosis (dka) and was treated with intravenous insulin/fluids. Elevated bg/dka were resolved. There was no permanent damage. Customer was discharged the next day. Customer alleged there was something "wrong with the pump" and was "cause of event". Customer declined tandem technical support's offer to perform a pump system check. Customer reverted to manual injections for insulin therapy.